Event description:
Iabp balloon catheter placed on (B)(6) 2025 and removed on recognition of balloon rupture within minutes of placement. New balloon catheter placed and functioning appropriately. No injury to patient and returned to ICU as planned.